Manufacturer narrative:
Updated block: b5.

Event description:
Additional information was received that the displayed partial pressure of oxygen (po2) was 273 and the actual value was 238. The partial pressure of carbon dioxide (pco2) displayed value was 46 and the actual value was 37. The team verified the values using a blood gas analyzer. A recalibration was done using an analyzer. Although the device was set to use the previous calibration values, the data shifted after shutdown followed by two cycles of hardware shutdown and an automatic restart. The monitor was continued to be used as there was no replacement available. Since the patient was on extracorporeal membrane oxygenation (ECMO), the disposable sensor was also continued to be used. If there were any error messages, they were not identified because of the shutdowns.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) being used in conjunction with the neonatal extracorporeal membrane oxygenation (ECMO) suddenly shut down and then automatically restarted. After reconnecting the unit to the hematocrit saturation (h/s) probe and performing calibration, the data on the display was inaccurate. The carbon dioxide (co2) was 37 but the bpm displayed 46. The partial pressure oxygen (po2) was 322 but the bpm displayed 364. Another unexpected shutdown was followed by an automatic restart. The procedure was attempted using the previous calibration values; however, the gas data significantly deviated from the actual measurements. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.